Event description:
The tourniquet failed during attempted bier block anesthesia prior to repair to extensor tendon. Right index finger and the pt experienced a seizure. The pt was stabilized, general anesthesia was administered with laryngeal intubation. The failure of the tourniquet was caused by a leak in the hose.